Manufacturer narrative:
Additional information: device available for eval?, device return to manuf .?, device eval by manufacturer?, if other specify. Returned to manufacturer on, imdrf annex a,b,c,d and g grid, remedial action required, remedial action #,manufacturer narrative omit: a1601 - device alarm system (1012),g0600101 - alarm, audible, b17 - device not returned,c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had alarm-error codes / messages 244.3020. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had alarm-error codes / message 244.3020. There was no patient involvement.